Event description:
Customer reports that meter read 55 mg/dl on display before dosing the strip while using the advantage system. No quality control information was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.